Event description:
It was reported that this was an arteriotomy closure of a heavily calcified right common femoral artery (rcfa) using a prostyle device after an interventional dilatation of a corevalve using a 6f sheath. Reportedly, there was difficulty introducing the prostyle device into the artery. Many attempts were made without success. The physician noticed that the distal portion of the device where the foot of the device is located (at the distal to proximal guide junction) started to bend. The physician rotated the device "many times" in attempt to advance the prostyle device in the artery; however, the proximal guide separated from the distal guide (black sheath portion). The distal guide(black sheath portion) of the prostyle device remained in the artery. Access was obtained in the left common femoral artery (lcfa) and a snare was used to successfully retrieve and remove the black sheath portion of the prostyle device that was in the rcfa from the patient anatomy. The patient had bleeding and a hematoma in the rcfa. Manual arterial compression was applied to achieve hemostasis (stop the bleeding) in the rcfa. Reportedly, the hematoma "will take a few days to resolve". When attempting to close the heavily calcified access site in the lcfa with a prostyle device, a cuff miss [suture retrieval issue] was noticed. An attempt was made with another prostyle device; however, a cuff miss [suture retrieval issue] was also noticed. A non-abbott device was used to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional prostyle devices are filed under separate medwatch report numbers.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide bend and break were confirmed. The reported difficult to insert could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was removed against resistance. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. The reported patient effects of hematoma and hemorrhage are listed in the IFU as known adverse events associated with use of suture mediated closure devices. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.